Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event wiith an infusion set where infusion set tubing was cut after being used for less than a day. Patient's blood glucose level at the time of event was 170 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.